Manufacturer narrative:
The freestyle lite meter has been returned and investigated for the reported complaint, and determined that there was no indication that the product did not meet specification. Visual inspection was performed and no issues were observed. Retain testing was performed for the freestyle strips and all units performed in specification and passed. The meter powered on with button depression and with insertion of strips. This was repeated 3 times, and no turning on then off after strips were inserted was observed. The meter functions were normal, therefore this issue is not confirmed. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A pharmacy intern reported that a customer was was unable to test due to her adc blood glucose meter turning on and then powering off after test strip insertion. Caller further reported that the customer had contact with her doctor who administered insulin (dose/type unknown) as the customer's blood glucose level was elevated. There was no report of death or permanent injury associated with this event.